Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece measuring approximately 0.164¿ x 0.084¿ was found to be broken off. The broken piece was not returned. The components adjacent to the broken grip did not show damage. The complaint regarding a broken tip was confirmed by failure analysis. The common cause of broken instrument grip tips is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that the mega suturecut needle driver had a broken tip. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.